Manufacturer narrative:
B7: other relevant history - updated with mrs 90 day assessment and nih stroke scale score.

Event description:
Champion af study: it was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, the patient was administered apixaban. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (75mg/day) and clopidogrel (75mg/day). 565 days post procedure, the patient presented to the emergency department (ed) with complaints of right sided headache and sudden loss of left visual field. In the emergency department the patient reported that their vision had improved however it was still slightly below the baseline level. Severity of headache at the time of onset was 3/10 which had subsided to 0.5/10 severity. Headache was right sided, did not spread anywhere and had no exacerbation or relieving factors. The patient felt unsteady on their feet however denied any falls. The patient also described transient chest pain at that time however that had subsided on presentation. Denied slurred speech, facial droop, hearing change, vertigo, chest pain, palpitations, shortness of breath, fever, neck stiffness, abdominal pain, diarrhea, vomiting, dysuria. Upon physical examination the patient had irregular pulse and diplopia was noted on neutral gaze. No other abnormalities noted. Non-contrast computerized tomography head was performed which revealed cortical infarct which involved the right medial occipital lobe. No intracranial hemorrhage was noted. Based on the CT findings, the patient was diagnosed with ischemic stroke in context of permanent atrial fibrillation and left atrial appendage occlusion. One day later the patient was started on apixaban (10mg /day) in response to the event. The same day the outcome of the event was considered to be resolved.

Event description:
Champion af study it was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, the patient was administered apixaban. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (75mg/day) and clopidogrel (75mg/day). 565 days post procedure, the patient presented to the emergency department with complaints of right sided headache and sudden loss of left visual field. In the emergency department the patient reported that their vision had improved however it was still slightly below the baseline level. Severity of headache at the time of onset was 3/10 which had subsided to 0.5/10 severity. Headache was right sided, did not spread anywhere and had no exacerbation or relieving factors. The patient felt unsteady on their feet however denied any falls. The patient also described transient chest pain at that time however that had subsided on presentation. Denied slurred speech, facial droop, hearing change, vertigo, chest pain, palpitations, shortness of breath, fever, neck stiffness, abdominal pain, diarrhea, vomiting, dysuria. Upon physical examination the patient had irregular pulse and diplopia was noted on neutral gaze. No other abnormalities noted. Non-contrast computerized tomography head was performed which revealed cortical infarct which involved the right medial occipital lobe. No intracranial hemorrhage was noted. Based on the CT findings, the patient was diagnosed with ischemic stroke in context of permanent atrial fibrillation and left atrial appendage occlusion. One day later the patient was started on apixaban (10mg /day) in response to the event. The same day the outcome of the event was considered to be resolved.